Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd tube lihep¿ plh 13x100 6.0 plblce gn had protrusions on the caps of heparin tube. This occurred on 100 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for flash/gate stubs on the shields with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to flash/gate stubs on the shields was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for flash/gate stubs with the incident lot was observed. Evaluation of the retain samples was also conducted and flash/gate stubs were observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd tube lihep¿ plh 13x100 6.0 plblce gn had protrusions on the caps of heparin tube. This occurred on 100 separate occasions. No serious injury or medical intervention was reported.